Event description:
Pt undergoing upper gi endoscopy. Physician was using the gold probe hemostasis unit when, during the procedure, the needle disconnected itself from the tip of the hemostasis unit. Pt required extension of anesthesia and retrieval of the needle which involved another invasive endoscopic procedure. Pt doing well post procedure.